Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the operation channel perforated, the light guide cable buckled, the control body corroded, the operation channel leaky, the insertion flexible tube (ift) leaky, and the insertion flexible tube (ift) cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.